Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed and a frozen display as a result of a corroded electronic and motor assembly.

Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed. The customer stated that the alarm continued all day, and it was unable to clear. No further info was provided.